Event description:
It was reported that the patient was experiencing upper thoracic pain following an implant procedure. The physician determined that it was possibly irritation from implant. The patient was prescribed with steroids and muscle relaxers help with the pain. The bsn representative was able to recapture pain areas through reprogramming.